Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed minor surface scratches. The threads were found to have a previous fracture of the lead thread and 2 additional thread of the tip of the inserter threads fractured from the threaded shaft. It is unknown when the leading thread was fractured and if the damaged lead thread contributed to the secondary fracture of the threads. Material analysis of the inserter found the hardness to be within tolerance. Sem analysis indicates fracture artifacts that suggest multiple overload fractures may have initiated along the thread. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 010002725, g7 32mm ball impactor, zb151201. Unknown g7 liner, 32 mm g7 liner. Unknown g7 cup, unknown g7 cup. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08101.

Event description:
It was reported that while the surgeon was impacting a 32 mm g7 liner into a g7 cup the shaft suddenly broke. The liner was properly impacted, and there was no delay in surgery. No adverse events have been reported as a result of the malfunction.